Manufacturer narrative:
The field service engineer (fse) was at the customer site on 04//29/2016 and found that the pressure regulator malfunctioned. He replaced the air charge valve (acv) air charge and pressure transducer.. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that their iq 200 system was blowing urine out of the tube when aspirating. According to the customer, when the instrument does the air mix of the sample, some of the sample is forced out of the tube and onto the stm (sample transport mechanism). Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) at the time of discovery. There was no reported exposure to wounds or mucous membranes.